Event description:
The customer reported that the pump touchscreen was unresponsive. The blood glucose level was reported to be at 13 mmol/l, which is within the normal range. Technical support assisted customer with resetting the pump and the issue resolved. Customer resumed pump therapy.